Event description:
The customer reported that at 5:46 pm on (B)(6) 2012 her blood glucose measured 151 mg/dl and she was having a meal estimated to contain 85 grams of carbohydrate, so she took a 4 unit bolus dose of insulin. By 8:48 pm her bg rose to 372 mg/dl, so she deactivated the device. When it was removed she observed that the cannula looked "curved" and appeared to be out of the skin.

Manufacturer narrative:
The returned device was evaluated and performed as intended during testing. No kink, bend or curve was observed in the cannula. There was no evidence of the pump drive laboring or stalling during the use period. No other malfunction or manufacturing deficiency that could have contributed to reported hyperglycemia was found. The customer also reported that the cannula appeared to have dislodged from the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia; it cannot be confirmed through laboratory evaluation. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."